Event description:
It was reported that during lap sigmoid procedure, the donuts were good, but during the leak test, it was visually noted that there were lots of bubbles. Leakage was confirmed. The physician had to perform a temporary ileostomy on the patient. Surgery was prolonged forty five mins. There were no adverse consequences to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.